Manufacturer narrative:
This part is not approved for use in the united states; however, a similar device catalog #1556200500, 510k #k131321 and UDI #(B)(4) is marketed in the united states. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient previously implanted with a rod and replaced in an xlif+psf at t3/s2. It was reported that the left rod was removed, replaced, and an additional reinforcement rod was installed. Previously, xlif and psf were performed in two stages but bone fusion did not take place on l3/4 where xlif was done and the rod was broken at the left part of l4/5. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. This is a repeat surgery as the rod was implanted in a psf at t3/s2 performed on (B)(6) 2020. The mdt product used in the initial surgery was s5+ba. The date of explant was (B)(6) 2022. There was no delay in the overall procedure time and no hospitalization required. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: updated eval. Code result post image review. Radiographic image review of ap view of tlsi anterior and posterior construct for deformity correction- unclear if this is pre or post revision surgery. No device hardware complication identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.